Manufacturer narrative:
Irn# (B)(4). Complaint took place in germany. This incident was classified as co-reported for USA on 07-02-2025 after reassessment. Based on risk assessment and clinical assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). Incident occurred in germany: original text: im letzten drittel der op (leistenversorgung mit netz lapraskobisch) ist der ballon plötzlich geplatzt.die bollonreste wurden auf vollständigkeit kontrolliert. Translation into english: the balloon suddenly burst during the last third of the operation (inguinal treatment with laprascopic mesh) and the remains of the balloon were checked for completeness.